Event description:
It was reported post-paced t-wave oversensing and possible myopotential oversensing were observed. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information provided indicated that non-sustained lead noise episodes were observed possibly due to far field p-wave oversensing. The device was reprogrammed but the issue remains. Technical service was contacted for further recommendations. The patient condition is fine.